Event description:
Device malfunction: stent fracture. Time of malfunction: after use, while implanted. Symptoms/ae: partial occlusion (found 1 year post stent placement). It was reported that the physician noted an increase in blood flow velocity during a routine carotid artery duplex scan. An angiogram was performed and revealed a fracture of an implanted stent, causing partial occlusion. Percutaneous transluminal angioplasty (pta) with a new stent placement over the fractured stent was performed to correct the occlusion. Reportedly, the stent (acculink) was implanted about a year ago. No add'l info is available.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.